Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined. The customer declined repair of the device. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their device was not able to deliver energy constantly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.